Manufacturer narrative:
Initial reporter phone no.: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately 20 minutes after starting treatment with a polyflux 140h, the patient presented with shortness of breath and dyspnea. The patient was treated with dexamethasone (10mg) , nifedipine (10mg orally) and oxygen was administered. The treatment was stopped 15 min later and blood was returned to the patient. No additional information is available.